Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. The device was received for evaluation by the baxter product analysis laboratory (pal), the device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the event history log revealed no keystrokes, no device failure, malfunction, programming, use related or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. It was reported on the date prior to death (around midnight) the patient had ¿trouble hooking up¿ to her machine and was ¿getting confused¿. The next morning, at 7:00 a.m. The caregiver entered the patient¿s room and found her passed away. It was reported pd therapy was ongoing at the time of death; however the patient was not connected to the hc device at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.